Event description:
Patient reported obtaining elevated blood glucose results (384 - 597 mg/dl), while using the suspect device. Based on elevated results, patient phoned her physician and was prescribed a sulfonylurea drug. Patient discontinued use of the device the same day that she began taking the newly prescribed medication. Patient indicated aht, 4 days later at 4:45 am, she began exhibiting hypoglycemic symptoms, and subsequently fell. Patient's relative reportedly phoned the police who, in turn, summoned emergency medical services for assistance. Upon paramedics, arrival, patient wastransported to the hospital where her blood glucose measured 35 mg/dl (on a hospital blood glucose monitor). Patient indicated that she was treated with orange juice and ginger ale and was released from the hospital later that day. Patient's current condition: "feeling fine." Patient's tests strips were expired. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.